Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Review of provided medical records indicated that the peritoneal dialysis (pd) patient diagnosed with peritonitis following a positive peritoneal dialysis fluid culture with the organism klebsiella pneumoniae on (B)(6) 2015. There was no allegation of a device malfunction. The peritoneal dialysis (pd) nurse reported that the diagnosis of peritonitis was due to touch contamination and the patient did not practice aseptic technique during treatments. The pd nurse reported that the patient did not don a mask. The pd nurse stated that several home visits were made to address the use of aseptic technique. The pd nurse reported that the patient kept dogs close by when performing peritoneal dialysis treatments. The patient was not hospitalized for the peritonitis and was treated in the clinic with vancomycin and fortaz. There were no fluid leaks reported during treatment prior to the diagnosis of peritonitis.